Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that, the patient faced infusion set's tubing detachment from the reservoir event on (B)(6) 2024. Patient's blood glucose at the time of issue was 475 mg/dl. Patient took correction bolus via pump to address high blood glucose levels. The set was inserted at thigh. Infusion set was in use for 6 days. No further information available.